Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully placed on the leaflets. During initial deployment steps, after locking the clip, the clip opened to approximately 120 degrees. Troubleshooting was preformed unsuccessfully and the clip continued to open. The clip was removed from the patient and a replacement mitraclip was selected. The second mitraclip was advanced within the patient, during positioning the clip became caught in chordae. Troubleshooting was preformed successfully and the clip was removed from the chordae without any damage identified. The clip was place and successfully deployed. An additional mitraclip was then advanced to further reduce the mr, it was identified during grasping that the posterior gripper would not lower unless the device was locked. The clip was successfully implanted. During the procedure, a large circular hole in the posterior leaflet appeared. An additional, non-abbott, device was successfully implanted after significant troubleshooting. The patient was declared deceased. The cause of death was acidosis. The total sgc time was 3 hours 35 mins. The patient had been anesthetized for around 9+ hours. The documented cause of death was as follows: 1a acute severe mitral regurgitation complicating attempted mitral transcatheter edge to edge repair. 1b severe mitral regurgitation due to fibroelastic deficiency. 2 coronary heart disease, moderate left ventricular systolic dysfunction, essential thrombocytopaenia, type 2 diabetes, hypertension, atrial fibrillation.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult or delayed positioning. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided event details and imaging were reviewed by an abbott director of medical affairs. Based on available information, the reported difficult or delayed positioning is related to procedural conditions (clip caught on chordae during positioning). The reported tissue injury appears to be a cascading event of the difficult or delayed positioning. The reported death appears to be related to a combination of patient condition and procedural conditions (device issues lead to torn leaflet). The reported patient effects of tissue injury and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.